Event description:
Catheter was placed in 69-year-old pt's bladder by urologist. Balloon inflated with 30 cc sterile water using 10 cc syringe. Balloon ruptured. No apparent pt injury noted. Device sent to MFR.